Manufacturer narrative:
This report is filed on may 20, 2016.

Event description:
Per the clinic, the patient experienced an infection of the skin flap, however the issue could not be resolved; subsequently, the device was explanted on (B)(6) 2015. The patient was re-implanted with another device during the same surgery.